Event description:
Approximately one year and twelve days post implantation, the patient reported an increase in power and flow from her lvad pump. She was admitted to the hospital with high watt alarms and signs and symptoms related to clinically significant hemolysis. This is the patient's third admission in three months for the same complaint. She is also reported to be "a frequent clotter" by hospital staff. Chest x-ray results returned normal. The patient was initially treated with the anticoagulants coumadin and aspirin without improvement. The following day, the decision was made to take her to the operating room for pump exchange. She was discharged home from the hospital eighteen days after admission and was last reported to be doing well. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow that correlates with the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis. Independent pathological analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. Clinical factors that may have contributed to the reported event include this patient's reported history as "a frequent clotter". The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.